Manufacturer narrative:
The burr was returned for evaluation. Visual inspection found that the polycarbonate components on the inner and outer assemblies showed evidence of being operated with inadequate irrigation. After the evaluation, a root cause of user error was found. A review of the device history records was performed which confirmed no inconsistencies. (B)(4).

Event description:
During a shoulder arthroscopy procedure, it was reported that there was a complete stoppage of rotation of the inner shaver blade resulting in a friction sound and scattering of a foreign body (metal). A back up device was on hand to complete the procedure. The metal foreign bodies that came from the blade were removed via suction. The incident created a ten to fifteen minute surgical delay and no patient injury was reported.